Event description:
The patient was revised due to tissue reaction. Surgeon found the pseudo tumor by the diagnostic imaging, and decided the revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the 2549757 and dc9a51 product and lot code combinations since their release to distribution, while finding two others for infection against the 2899619 lot code. Review of device history records finds no manufacturing deviations or anomalies that would have contributed to the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915. No additional information was obtained. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.